Manufacturer narrative:
UDI# :(B)(4). Analysis shows that a crash occurred but no root cause could be found. Merge issues were experienced. The first merge issue was due to the fact that a CT scan containing a leksell frame was merged to an MRI. The IFU specifies that a CT scan should be loaded before an MRI for an automatic fusion. The second merge issue was due to the fact that the CT scan contained artifacts. Selecting only the slices that did not contain artifacts allowed the user to perform the merge. The IFU specifies that the images should not contain any artifacts.

Event description:
When preparing to start registration at, university of kansas medical center, clinical representative (cr) clicked on the registration tab and the patient folder closed unexpectedly. Case was delayed 3 minutes. Patient folder reopened without an issue. Patient was under anesthesia and attached to rosa at the time. Later in the case, surgeon experienced bad merges of the pre-op airo scan to the mr scan and the post-op airo scan to both the mr and pre-op airo scan. Merging to both previous scans was attempted to see if one merged better than the other. Leaving out some slices with heavy artifacts helped the merge but the end result was still off. Time spent on the merge delayed the closing of the case by 15 minutes. Patient was under anesthesia at this time.